Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump alarmed excessive no delivery. Troubleshooting was done. Customer's blood glucose was 300 mg/dl. Customer treated with manual injection. It was found during the troubleshoot that the insulin did not exit during the manual prime. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarms were noted. The insulin pump was received with a cracked case at the display window corners.